Event description:
It was reported that the impactor tip broke during surgery. No debris reported. The procedure was successfully concluded.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the returned device shows evident breakage from the proximal end of the tip. Broken piece is not returned for inspection. The fracture surface does not show any permanent deformation marks however, the river marks and smooth and shiny fracture surface indicating towards brittle nature of the fracture. Internal threads show deformed edges suggesting significant usage. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a user related issue. Most likely, the event was caused by excessive application of mechanical force, indicative of deformed internal threads. If more information is provided, the case will be reassessed.

Event description:
It was reported that the impactor tip broke during surgery. No debris reported. The procedure was successfully concluded.